Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the screen blacking out could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had a b30 scope communication error and then the screen went black. The issue was found during an unspecified diagnostic procedure. The procedure was completed by changing the scope to a different model. The electrical contacts of the scope connector were wiped with gauze moistened with disinfectant ethanol and then dried thoroughly, before being reconnected. The issue has been resolved. There were no reports of patient harm.